Manufacturer narrative:
(B)(4). Concomitant medical products: the patient¿s medications include; tylenol, dulcolax, peridex, fentanyl, lopressor, narcan, nitroglycerin, protonix, aspirin, bumex, zyrtec, vitamin d-3, diltiazem, culturelle, synthroid, valsartan, and coumadin.

Event description:
The following information was reported to gore through the pivotal study for the gore® tag® thoracic branch endoprosthesis (tbe device): on (B)(6) 2018, the patient underwent endovascular treatment of a 57.8 mm descending thoracic aortic aneurysm (zone 2), distal to the left common carotid artery ostium and proximal to the left subclavian artery, with four gore® tag® thoracic branch endoprostheses and a conformable gore® tag® thoracic endoprosthesis implanted as a distal extension to aortic component. According to the report all devices were positioned and implanted without issue. Final angiography confirmed exclusion of the aneurysm, and full patency of all devices. The patient was reported to have tolerated the procedure. On (B)(6) 2018, routine follow-up computed tomography angiography (cta) imaging identified a new uncomplicated dissection arising from the tag device. According to the report, the dissection does not appear to compromise the distal seal of the tag device or the visceral branches. An intervention has not been performed to treat the dissection, and the physician will continue to monitor the dissection progression.

Event description:
On (B)(6) 2018, routine follow-up computed tomography (CT) imaging indicated the maximum aortic diameter within the treated segment measured 53 mm. According to the physician, as there is no reported growth of the aneurysm an intervention will not be performed to treat the dissection. According to the report, the physician will continue to monitor the progression of the dissection.

Manufacturer narrative:
Report source - study added.